Event description:
The customer observed a falsely elevated magnesium result for one patient on an architect c16000. The following data was provided (customer¿s reference range is 1.6-2.6 mg/dl): sample ID (B)(6) initial result was 8.2, repeat was 2.1 mg/dl. The sample was repeated five times for a precision study and the results were all 2.1 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a falsely elevated magnesium result on an architect c16000 analyzer included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for the issue for the product. File sample analysis was not performed as part of the troubleshooting, the same sample was rerun on the same analyzer with the same reagent lot, which generated lower results. The technician ran a precision with this sample and results were all 2.1 mg/dl. The quality control was performing within the expected ranges, which shows that the assay was performing as expected. No additional issues were identified. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of the magnesium reagent, lot number 58361ud00, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated magnesium result for one patient on an architect c16000. The following data was provided (customer¿s reference range is 1.6-2.6 mg/dl): sample ID (B)(6) initial result was 8.2, repeat was 2.1 mg/dl. The sample was repeated five times for a precision study and the results were all 2.1 mg/dl. There was no impact to patient management reported.